Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.0x12mm stent delivery system (sds) was returned for analysis. The stent was not returned with the device. Additional information was requested on how the stent detached however no information was made available. The balloon appeared to have been subjected to positive pressure as the balloon folds were in a relaxed state. Crimp stent markings were evident on the balloon body indicating that there was contact between the balloon and the coated stent. A visual and tactile examination found no issue with the hypotube shaft. There was a blue mark evident on the hub of the device, it is not known where this occurred, however, it would not have had any impact on the compliant incident reported as this is a cosmetic defect. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in mid the left circumflex (lcx) artery. A 3.00x12mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.